Manufacturer narrative:
Initial and final MDR 1891490 - device 6 of 7.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states, on (B)(6) 2024, the patient experienced that seven infusion cannulas were bent. The patient went to the emergency room and was hospitalized, with the duration of the emergency and cause is diabetes being for one day. The blood glucose level was 375 mg/dl, and the issue of high blood glucose was resolved with mdi. The infusion set was used for a couple of days. The site of insertion was the abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4)- MDR 3003442380-2024-09107. This MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions - h11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code soft cannula found bent upon removal from infusion site. The batch 6002782 in question was manufactured at the reynosa site. Complaint investigations. Physical samples were formally requested; however, they were not provided. In order to test the product, the reference samples from the lot have been requested. However, the reference samples for batch 6002782 were previously tested in (B)(4) on 09/jan/2024. Test results: the reference samples were visually inspected and tested for flow. All test results were within specifications. Device history record (DHR) review: packing lot 6002782 was manufactured according to the work instruction (wi) version 106 in the line 8, on 26/aug/2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 08/aug/2025 against malfunction code soft cannula found bent upon removal from infusion site and lot 6002782 and another complaint has been registered in database for the same lot 6002782 and malfunction code. Conclusion summary of the related event: this is a complaint which is being addressed as part of a corrective and preventive action (CAPA) (B)(4): "autosoft 90, kinked soft cannula issues which has been opened as a result of trending activities. This complaint is a reportable with valid lot number/product code.